Event description:
It was reported that the patient was presented to the clinic for a scheduled follow-up, and upon interrogation, the pulse generator exhibited a premature elective replacement indicator. A successful reset was performed, and the device remained implanted.